Event description:
An electrosurgical connecting cable sparked and then broke apart at a point near the generator. This occurred during a laparoscopic cholescystectomy case. No injuries or burns resulted. A disposable scissors,were being used at the time.